Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 10/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: h3 investigation summary: visual analysis of the returned product revealed that a paper lid, an empty winding former and a needle suture product code vcp341h was received for evaluation. Upon visual inspection of the returned sample, the suture end was observed to have damaged and was broken due to stress applied. In addition, no damaged caused by surgical instrument or use were observed. The length suture was measured and did not meet the requirement due to returned condition of the sample. The damaged suture defect has been correlated to the manufacturing process. According to the procedures is a class 1 defect. Based on the information currently available, the damaged suture defect was identified during the investigation of the sample received. This product issue will be addressed through quality system. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was used to complete the procedure? Another suture. Did the surgery was completed successfully? Without complications. Did the patient suffer from any consequence due to the issue (breakage suture)? If yes please explain. No. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an c-section procedure on (B)(6) 2021. During the procedure, the strand broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.